Event description:
A cracked and shattered touchscreen was reported, rendering the pump¿s screen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump and instructed the customer to use a backup insulin pump in the meantime. The customer was also guided on how to put the pump into storage mode and agreed to return the defective pump using a pre-paid label within 10 days.